Event description:
It was reported to philips that the system does not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log files were analyzed which did not indicate a malfunction, however as the host pc is responsible for maintaining the logging, indicating that the host pc does not communicate with the other subsystems. The m cabinet revealed that one of the network interfaces was deactivated on both the host and the image processing pc (ip-pc), and the communication switch in the m cabinet was turned off. Further inspection of the m cabinet revealed that there was no voltage from the switch power supply. This shows that the power supply (pd.scomp.dcps_24v_12v_5v) appears to be malfunctioning, as it received 220vac voltage but resulted in no dc output. The defective power supply was returned to philips for further analysis. However, the cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the power supply by the field service engineer has resolved the reported issue and restored the functionality of the system. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.